Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Reader mgme180-t0077 has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Built-in reader test was performed and the reader test passed. Error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received an error-9 message on their reader display and was unable to obtain reading. As a result, the customer experienced hypoglycemia and was unable to treat themselves. Food and mangoes were provided by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received an error-9 message on their reader display and was unable to obtain reading. As a result, the customer experienced hypoglycemia and was unable to treat themselves. Food and mangoes were provided by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.